Event description:
The customer reported that during their preventive maintenance process of the iabp, they found that the ECG and pressure connectors (inputs) were damaged. No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep evaluated the pump and confirmed that the ECG and pressure connectors were broken. The connectors were replaced. The unit was released to the customer. A supplemental medwatch report will be submitted if additional info becomes available. (B)(4).